Event description:
It was reported that patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while running due t-wave oversensing. During the in clinic visit oversensing was not observed. Boston scientific technical services (ts) was consulted and recommended performing an exercise test. Review of the electrogram (egm) found that the t-waves were the same amplitude or larger than the qrs in secondary sensing vector. Almost a year and a half later t-wave oversensing continued and smartpass feature had been disabled due to low r waves. Four months later the patient underwent a stress test due to having a history of further inappropriate shocks from t-wave oversensing. Review found primary and secondary sensing vectors showed large t-waves and undersensing of r-waves .alternate sensing vector had better t-waves, however smartpass had disabled when in that vector and inappropriate shocks had occurred. Ts noted that there may not be many programming options available and suggested re-screening the patient . The field representative would discuss this with the physician. The s-ICD and electrode remain in service and no adverse patient effects were reported. No additional information is available. If additional information becomes available the report will be updated at that time.